Manufacturer narrative:
Examination revealed that device ruptured and broke as a result of a strong pulling force. Syringe pressure was ruled out as a cause.

Manufacturer narrative:
Device being sent to co for their exam and report back. Two catheters were involved, one which developed a cracked hub, and one which separated near the fixation wings. Co has examined both catheters. The cracked hub was caused by a tension stress situation. If the "t" connection set, sent back with the catheter, was connected to the female hub of the catheter extension set, in use, co believes it was pushed in too far. There is a ridge about two-thirds of the way back from the tip of the male luer slip connector of the "t" connector. If this was pushed inside the female hub of the catheter extension, then it would have caused undue pressure to be exerted against the wall of the female hub. This would have resulted in an eventual tension stress crack. Co would suggest changing to a luer locking version of "t" connector, then only tightening the connection finger-tight. If this "t" connector was not used, then it may be that you are using a another co's set, locked onto the female hub of the catheter extension set. In this case, the space between the male luer taper and the bottom of the locking collar is very deep. When the set is secured finger-tight, it goes on about half a turn. However, it is possible to force it round even tighter, and this can result in the same tension stress cracking to occur. Co has discovered that this is a common problem throughout the industry, with a variety of mfrs. Co has recently changed to a new hub material. It is much stronger, and therefore more resistant to tension stress cracking. All catheters co is receiving now have hubs made from this material. The second catheter parted at a point approx 1 mm from the fixation wings, up inside the anti-kink sleeve. The catheter was being used for ampicillin treatment. The line was kept patent by an infusion of half normal saline with 1 unit/cc heparin at 2cc/hr. The ampicillin was infused as by an i.v. Push, using a 3cc syringe. The catheter was discovered to be parted after five days of use. A five cc syringe should be used, but if a three cc syringe is used, and the infusion is unfused using gentle pressure, this should not create a problem. There is blood throughout the entire length of the catheter. Although this may well have been as a result of the catheter embolism, co has to caution against taking blood samples back through these catheters, since they invariably clot off. Trying to clear a blockage with positive pressure often leads to a breakage such as this. Since the catheter did not embolize into the pt, co believes it parted just before it was noticed by the clinician. Co is sending this catheter for exam.

Event description:
Device was being used for ampicillin treatment via 3cc syringe, with pump to keep line patent between treatments. On day five of use, device was found to have parted near fixation wings and was removed. The pt suffered no adverse effects.